Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high and low blood glucose. The customer's high blood glucose was 500 mg/dl and low blood glucose was 30 mg/dl. The customer's high blood glucose was treated with insulin pump and low blood glucose was treated with glucose tablet. The customer also stated that the insulin pump had no delivery alarm. The customer declined troubleshooting for high and low blood glucose. The insulin pump will be returned for analysis.